Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, it was reported to animas that allegedly the up and ok keypad buttons are intermittently unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: the contrast button was intermittently unresponsive to testing. All other keypad buttons functioned normally. The keypad was intact and not peeling. The keypad was removed and contamination under the contrast button contact was observed. Unrelated to the initial complaint, the display screen was observed to be faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.